Event description:
It was reported that an asymptomatic patient was presented in clinic for a follow-up. The pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2014. The patient was stable pre and post procedure.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.